Manufacturer narrative:
(B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What tissue was the needle being used on? What was the condition of the tissue (healthy, diseased)? How was the needle being held during use? Lot number? When was exploratory laparotomy surgery for removal of foreign object performed? What was the size of the retain piece of the needle retrieved? Were all pieces of broken needle retrieved? If product will be returned, please provide a return date and tracking information? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Was the periumbilical pain resolved after the needle removal? What is the current condition of the patient? What is the patient age, gender, weight and medical history? This medwatch report is in response to receipt of maude report mw# 5093932

Event description:
It was reported that the patient underwent an unknown surgery on unknown date and the suture was used. After the surgery, the patient arrived to ER with complaints of periumbilical pain. CT scan performed and identified curvilinear metallic foreign body just inferior to the umbilicus concerning for retained needle. Exploratory laparotomy for removal of foreign object performed and metallic foreign body resemble a broken needle. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: date and name of index surgical procedure (B)(6) 2020 abdominal washout with drain placement. Diagnosis and indication for the index surgical procedure. Preop diagnosis acute appendicitis , post-operative diagnosis acute perforated appendicitis. What tissue was the needle being used on. Skin tissue. What was the condition of the tissue (healthy, diseased)? Not known at this time. How was the needle held during use? Picked up by sponge. Lot number? Lot number on monocryl in use 1/18/2020. When was the exploratory surgery for removal (B)(6) 2020. If product will be returned, please provide a return date and tracking information. Not at this time. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unaware it had broken. Was the periumbilical pain resolved after the needle removal? Yes. What is the patient age, weight and medical history? Age - 69 weight- 63.182 kg hx diabetes, hypertension, post cholecystectomy, hysterectomy, bilateral tubal ligation. What is the current condition of the patient? Patient discharged home. No other information at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the pre-op diagnosis of acute appendicitis and post-op diagnosis of acute perforated appendicitis pre-op and post-op to the 1/18/2020 procedure or pre-op and post-op to the (B)(6) 2020 procedure? What instruments were used to grasp the needle during the (B)(6) 2020 procedure? Where was the needle held during use during the (B)(6) 2020 procedure? Is the lot number of the device used during the (B)(6) 2020 procedure available?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the pre-op diagnosis of acute appendicitis and pre-op and post-op to the (B)(6) 2020 procedure or pre-op and post-op to the (B)(6) 2020 procedure? (B)(6) 2020 - pre-op diagnosis of acute appendicitis. (B)(6) 2020 - post-op diagnosis of acute perforated appendicitis. (B)(6) 2020 ¿ pre-op abdominal pain with CT scan showing retained metallic foreign body. (B)(6) 2020 ¿ post-op abdominal pain with CT scan showing retained metallic foreign body. What instruments were used to grasp the needle during the (B)(6) 2020 procedure? O needle driver. Where was the needle held during use during the (B)(6) 2020 procedure? O needles are usually held back of the needle to middle. Is the lot number of the device used during the (B)(6) 2020 procedure available? O not avaialble.